Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the walker is allegedly wobbling. The consumer has allegedly fallen a few times but with no injury. The product is to be returned to invacare for an inspection and evaluation.

Event description:
Customer alleged walker is wobbling. No injury alleged.